Event description:
The customer reported the pump module alarmed for occlusion. When the user opened the door on the pump module, the pump segment was ballooned. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Reference medwatch 9616066-2015-00880, (B)(4) for duplicate report.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection observed that the top portion of the pump segment, just below the upper fitment, had been weakened. This weakened condition is consistent with the effects of having ballooned. Functional testing was performed; no ballooning occurred. The set was then pressure tested and the observed bulge segment started to balloon at 6 psi. The root cause of the balloon in the silicone segment could not be identified.